Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received report of a possible event where an incorrect dose of heparin may have been administered, and an event log evaluation was requested to check programming. No patient harm was reported, no other event details are available.